Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect was not confirmed via the submitted log files. The submitted log files were reviewed and did not indicate any issue with the system. No atypical alarms or issues were captured. The provided information indicated no additional details regarding the date, reason, or patient impact were available. No product will be returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve driveline disconnect alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a family member voice concern about the patient disconnecting the driveline. Nothing was seen upon interrogation on site. Following review, log files captured low power advisory alarms due to battery depletion on (B)(6) 2025 starting at 18:22. The event log did not capture any driveline disconnect alarm from (B)(6) 2025 to (B)(6) 2025. If the event happened prior to (B)(6) 2025, the data may have been overwritten. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the log files, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Event description:
Details provided on 09sep2025 stated that the driveline disconnect was never confirmed. Additionally, the low power advisory and power cable disconnect alarms were confirmed to be due to normal battery depletion. No equipment was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.